Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via a phone call, the customer woke up and the insulin pump was powered off and the battery was replaced and it started alerting motor error but the device appears to be working. Customer's blood glucose was unknown and customers. Troubleshooting wasn't possible as customer had the device. Customer is not returning the device for analysis.